Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system full height drawer was failed and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed and device was not detected on bus. A field service engineer (fse) conducted diagnosis and replaced the controller board and flat cable, but the issue remained unresolved. The fse informed the customer that an additional part would be required and proceeded to replace the faulty drawer by taking a legacy full height drawer from a spare station and installing it in place of the defective drawer to restore functionality. The system functioned as intended after the field service engineer repaired the device.